Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was that the patient had difficulty charging the ipg. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for revision was that the patient had difficulty charging the ipg. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was replaced and relocated for an unknown reason.